Event description:
It was reported that the titanium adapter separated from the uv flash transfer set patient connector after two hours from changing the transfer set. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been evaluated as of yet. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received for evaluation. Visual inspection, leak testing, clear passage testing, and clamp function testing were performed with no issue noted. The integrity of the seal surface was tested and no leaks were noted. The inside diameter of the patient connector was measured and found to be below nominal. Improvements were made to the mold and the molding department procedures to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.